Event description:
It was reported that the rods disengaged from the inserter on both sides of the construct. This resulted in 1 hour and 30 minutes additional surgery time needed to be re-position the rods and place them in the construct. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.